Event description:
Provider states the left lower frame where the back cane attaches is broken at the weld. Additional reportable malfunction for this device; prid (B)(4) - forks are bent and casters are worn.